Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient¿s lvad system was producing pump stoppages on (B)(6) 2018, and was going from power module cable to batteries when it occurred. There was no obvious fracture to driveline. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and showed multiple pump stoppages and low speed operations which drop below the patient¿s low speed limit of 8600 rpm. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad was connected to power module. On (B)(6) 2018, it was reported the patient was being left on an ungrounded cable and has not reported any further pump stoppages. No additional information was provided.